Event description:
It was reported that the variax bone screw was broken and only the screw shaft remained in the second proximal hole of the plate. The surgeon didn't put too much torque and didn't know about the proper torque. The removal operation will be done one year later.

Manufacturer narrative:
The investigation shows that the screw broke in forced rupture mode because of too high torsional and tensile forces (whereas the torsional forces prevailed) during the insertion. The friction traces on the bottom side of the head show that the screw already contacted the plate and was further tightened. The fracture surfaces show the typical flow structure of a ductile torsional breakage, as well as the honeycomb structure of a ductile forced rupture caused by high tractive forces. Indications for material or manufacturing related problems were not found in this investigation.